Manufacturer narrative:
Additional information: h6 and h11. H11: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body of an unspecified quantity of minicap transfer sets; further described as ¿the dark blue is coming unscrewed in many cases" and one report of a twist clamp that was broken inside and leaked. This occurred during unspecified process steps of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date. D4: a lot number was not available therefore, only the primary di number is provided. Should additional relevant information become available, a supplemental report will be submitted.